Manufacturer narrative:
For one of one event: 1. Summary of investigation results: the field service engineer identified that the gripper and the pipetting needle were misaligned, the pipetting needle flow was inadequate, the mixer was bent, and an issue with the joint. 2. Summary of follow-up/corrective actions taken: the engineer calibrated the pipetting needle and gripper, replaced the affected parts, and performed a cell replacement. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable results for 1 patient not consistent with the patient's clinical status and their ft4 results when tested for elecsys tsh on a cobas e411 immunoassay analyzer (rack system). 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.